Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-feb-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that there was damage to the leads and battery. The physician stated that the patient received injections of testosterone pellets at the battery site and damaged the leads and battery. The physician decided to exchange the whole system. The issue was resolved at the time of the report.